Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-02249 and correct the initial report. Olympus medical systems corp. (Omsc) confirmed the following from the inspection result of the device provided by olympus france; the customer did not report that the distal end cover fall off. The distal end cover was removed as part of inspection process at olympus. There was no leakage at the device, and it was confirmed that the metal blades of the insertion tube was sticking out after the olympus engineer peeled off the adhesive on the bending section rubber. Therefore, omsc determined that the correct phenomenon was deterioration of the the bending cover braids (mesh). Based on the above information, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following; there was dust inside the objective lens. The bending section rubber and adhesive were non-olympus parts. And the adhesive around the light guide lens, the ccd lens cover, and the distal end cover were repaired by a third party repair company. The part where the metal blade protruded to the outside of the insertion tube was wrapped with teflon tape, and repaired by the third-party repair company. The adhesive around the lens of the distal end was scraped by the third-party repair company. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that after the adhesive on the bending section rubber was removed, the coating on the insertion tube was shortened and broken metal blades from the inside were protruding outward of the insertion tube. And the distal end cover at the distal end was dropped out and the sharp edge was exposed. In addition, the distal end was severely damaged. There was no report of patient injury associated with the event.